Event description:
It was reported that the endeavor rapid exchange (rx) drug-eluting stent was successfully deployed to the second right posterior lateral. It was reported that the reported subdural hematoma was treated by right temporal lobe craniotomy. Investigator indicated that there was no relationship with the study product, drug or procedure. No other clinical sequelae were reported.

Event description:
An endeavor rx drug-eluting coronary stent was deployed into a pt with no issue reported; however, approximately 6 weeks post implant, the pt presented with severe headache and darkness in right eye (blurry). Subdural hematoma was confirmed by CT scan and the pt was transferred to other hospital for treatment. The physician denied the casual relationship between the event and the relevant device. No other sequelae were reported.

Manufacturer narrative:
Secondary intervention: treatment required - eval results: cva/stroke.

Manufacturer narrative:
Patient history includes hyperlipidemia, diabetes, hypertension, previous chf and pci. Index procedure was prompted by stable angina. The index procedure was carried out in the rpl. The patient recovered from the previously reported subdural hematoma event. A revascularization of a non target lesion was carried out 46 months post index procedure, an integrity stent was implanted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.